Manufacturer narrative:
As reported, the physician used a 6/7f mynxgrip vascular closure device (vcd) to close the artery; however, the balloon burst. There was no reported patient injury. Initially, this was interventional peripheral vascular procedure. The device was not returned for analysis. A device history record (DHR) review of lot f1825502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (balloon burst close to the artery) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1825502) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician used a mynxgrip vascular closure device (vcd) to close the artery; however, the balloon burst. There was no reported patient injury. Initially, this was interventional peripheral vascular procedure. The device will not be returned for evaluation.